Manufacturer narrative:
The device was returned to zoll medical for evaluation. The reported complaint was duplicated and attributed to incorrect configuration of the device. However, this is not an indication of a device malfunction. The device configuration was loaded into the device to resolve the malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.